Event description:
It was reported that the pump experienced a malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue recurred, and they acknowledged this guidance.